Event description:
The pt was admitted from the nursing home for decreased mental status and dehydration. At time of admission, the pt was placed on dnr status. Four days into admission, the pt was started on tube feeding. On the 10th admission day, the pt was ready for discharge back to the nursing home. At 6:00am that morning, the tube feeding was started at 55ml/hr. 440cc were to be given over 8 hours. At 7:30am, during rounds, it was noted that the feeding bag was empty with a residual of 10 ml. Respiratory was contacted and the pt was suctioned. It is believed approximately 400 ml were aspirated. The pt was treated for respiratory complications. Two days later, the pt expired. One pt involved.